Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you start to set a temp rate, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete temp rate (temporary basal rate) alert. Reportedly, the customer had navigated to the temp rate screen without completing set-up of the temp rate. The customer's blood glucose (bg) level was 268 mg/dl. The customer reported that no action was needed to address bg levels. Tandem technical support educated the customer regarding the alert and the customer acknowledged.